Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that while they were setting up the system it was showing a red flashing battery with a question mark. Later the rep indicated that in a self-test the uninterrupted power supply (ups) was showing connection lost. The system was rebooted and everything was connected and fine in the self-test. There was no patient involved with this issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.